Manufacturer narrative:
Section b1 product problem - corrected - no product problem. Section h1 type of reportable event - corrected - no malfunction. H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. D9 returned to manufacturer on - updated. D9 product available to stryker ¿ updated. There are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned, and reported lot number was not confirmed as the packaging was not returned with the device. During visual inspection, the stent was found to be deployed and not returned. The stent was deployed by the operator on the table after the procedure. The stent stabilizer was found to be severely kinked/bent. There was no breakage noted. The stent delivery catheter was found to be kinked/bent. During the functional inspection, the device was flushed, and it was advanced through the demonstration catheter. There was friction noted in the damaged areas of the stent delivery catheter. The tip of the stent stabilizer was cut to remove the stent stabilizer for further analysis. There was significant friction noted between stent stabilizer and stent delivery catheter due to damage to the device. Additional information received indicated that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition prior to use on the patient, continuous flush was set up and maintained and the patients anatomy was described as 'very meandering'. The device was analyzed and the stent was not returned. The stent stabilizer was found to be severely kinked/bent. There was no breakage noted. The stent delivery catheter was found to be kinked/bent. These defects caused friction during functional tests. It is probable that the severely tortuous anatomy may have caused the damages noted to the device and reported events during use. An assignable code of not confirmed will be assigned to the as reported event of stent stabilizer broken/fractured during use as this defect was not confirmed during the analysis. An assignable cause of procedural factors will be assigned to the as reported event of stent failed/unable to deploy, to the as reported and as analyzed event of stent delivery catheter friction, and the as analyzed events of stent delivery catheter kinked/bent, stent stabilizer/catheter friction and stent stabilizer kinked/bent, as the issues are associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported during the intracranial pta procedure, the subject stent was unable to reach the target lesion. There was very strong resistance during deployment and the delivery catheter could not be pulled. Due to this resistance it was thought the stent stabilizer was broken/fractured. The stent (subject device) was unable to be deployed. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported during the intracranial pta procedure, the subject stent was unable to reach the target lesion. There was very strong resistance during deployment and the delivery catheter could not be pulled. Due to this resistance it was thought the stent stabilizer was broken/fractured. The stent (subject device) was unable to be deployed. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.